Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unspecified red alert was issued via the patient's remote monitoring system for this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) referred the patient to his physician. Later ts review of patient data indicated that a red alert had been issued approximately two months prior for high, out-of-range shocking lead impedance measurements. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Boston scientific received information that an unspecified red alert was issued via the patient's remote monitoring system for this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) referred the patient to his physician. Later ts review of patient data indicated that a red alert had been issued approximately two months prior for high, out-of-range shock lead impedance measurements. No adverse patient effects were reported. This device remains in service.

Event description:
Boston scientific received information that an unspecified red alert was issued via the patient's remote monitoring system for this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) referred the patient to his physician. Later ts review of patient data indicated that a red alert had been issued approximately two months prior for high, out-of-range shock lead impedance measurements. No adverse patient effects were reported. This device remains in service. Additional information was received that the device was later explanted and replaced for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.